Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c code from: c13 - operational problem identified to c0201 - electrical/electronic component problem identified. The probable root cause is attributed to the axes controller spar connector (acsc) printed circuit assembly (pca) within the universal surgical manipulator (usm).

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) and the power cord to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to in system logs, the 1162 error was found indicating cannula sensor fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the check cannula test failed, replicating the report event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to axes controller spar connector (acsc) printed circuit assembly (pca).

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that they encountered error 1162 errors on arm 1 during power-up. The tse confirmed there was no physical damage to the cannula mount on arm 1. The entire da vinci system was powered down, and an emergency power-off (epo) was performed. After powering the system back on, the errors persisted. The user aborted to another dv system to continue with the procedure as planned.